Event description:
Pt was filling portable unit from a stationary liquid oxygen unit. After portable was full and valve shut off, pt began to disconnect the two units and liquid oxygen started to leak from portable unit. Pt received cryo burns to his finger tips on right hand and the tip of his thumb on his left hand. Also on the ball of his left foot.